Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of threshold anomaly was confirmed after reviewing diagnostic data recorded by the device. The device was tested manually on the bench and using automated test equipment. The device was found to be normal. The cause of the field event is believed to be due to a lead anomaly, but the lead was reported to have been capped. Without the return of the subject lead, a full analysis could not be performed.

Event description:
It was reported that the device was explanted and replaced due to high pacing threshold while high lead impedance was observed on the right ventricular lead. A lead issue was suspected.